Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed due to calcification. The first valve was fully released at the annulus. Subsequently, a post-implant balloon dilation was performed using a 28 mm non-medtronic (z-med semi-compliant) balloon. The balloon was pistoned during inflation and inflated at the waist. An indeflator was not used. Following the balloon dilation echocardiogram revealed a flail leaflet at the non-coronary cusp position and severe central aortic regurgitation. A second valve was implanted in the patient valve-in-valve. Following implant of the second valve, minimal paravalvular leak (pvl) and a low gradient was observed. Additional information was received that a post-implant balloon dilation was performed due to an echocardiogram showing moderate pvl. One inflation was performed for 3-5 seconds using hand-inflation with 40 ml 85/15 normal saline (ns)/contrast per physician preference.

Manufacturer narrative:
Image review: seven media files were provided for review. The patient¿s executive summary was not provided for anatomical review. The event refers to a 34 mm valve implant in which a post-implant dilatation was performed using a 28 mm non-medtronic balloon. An angiogram performed after the balloon dilatation revealed significant aortic regurgitation that was reported to be central on an echocardiogram which was not provided for review. Subsequently, a second valve was implanted which visibly resolved the aortic regurgitation. As stated in the instructions for use (IFU), to mitigate trauma to the annulus or the transcatheter aortic valve (tav) bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a compliant, semi-compliant, or non-compliant balloon should not exceed the set levels, and the applied inflation pressure should be no greater than 2 atm. Caution: overexpansion of the narrowest portion (waist) of the tav beyond the set levels has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. Complaints of damage to the bioprosthetic leaflets during post-implant balloon dilatation have been reported in some clinical cases, resulting in moderate-severe aortic insufficiency, which may be detected acutely or during follow-up. It is important to note that the mechanical compliance properties of the selected balloon influence the dilatation dynamics. Balloons should not be inflated beyond 2 atm of applied pressure. The maximum balloon sizes are derived from bench testing based on a single tav dilation to 2 atm. Multiple dilations of the tav increases the risk of damage to the bioprosthetic leaflets. Compliant and semi-compliant (softer) balloons will more readily conform to the hourglass profile of the tav bioprosthesis at lower pressures but must be inflated at pressures that preserve the hourglass profile of the tav. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed due to calcification. The first valve was fully released at the annulus. Subsequently, a post-implant balloon dilation was performed using a 28 mm non-medtronic balloon. The balloon was pistoned during inflation and inflated at the waist. An indeflator was not used. Following the balloon dilation echocardiogram revealed a flail leaflet at the non-coronary cusp position and severe central aortic regurgitation. A second valve was implanted in the patient valve-in-valve. Following implant of the second valve, minimal paravalvular leak and a low gradient was observed.